Event description:
It was reported that a patient underwent a cesarean section on (B)(6) 2014 and suture was used. Fourteen days post-operative the patient developed a puerperal infection. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.